Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: pump was administering hydrocortisone which it should of taken about 15 mins to be delivered but it actually took 45 mins to be infused.